Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings from the adc freestyle libre 2 sensor scan compared to readings obtained on the built-in meter. Customer received sensor reading 237 mg/dl compared to built-in readings of 56 mg/dl on an unspecified date. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. Customer experienced "shortness of breath, sweating, trembling" and had contact with healthcare provider who administered glucose solution for the diagnosis of hypoglycemia. Customer additionally reported self-treating with glucose. There was no report of death or permanent impairment associated with this event.